Event description:
A discordant, falsely low glucose result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was reported to the physician(s), who questioned it. The sample was rerun on an alternate dimension vista instrument and resulted higher. The rerun result was reported to the physician(s) and it matched the point-of-care glucose result. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low glucose result.

Manufacturer narrative:
The siemens global product support (gps) specialist evaluated the instrument data and did not find an instrument malfunction. The cause of the discordant, falsely low glucose result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.